Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor assembly. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of investigation completed on 05/31/2011. Recall 2531779-03/24/2010-003-r. The pump has been returned and evaluated by product analysis on 05/31/2011 with the following findings: the pump was returned to animas for evaluation. During evaluation the force sensor assembly was found to be damaged and contamination was found in the force sensor assembly. Unrelated to the complaint, the pump keypad was found to be torn with contamination in the button contacts and there was evidence of moisture in the pump.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.